Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot 108941 with the following internal serum/plasma samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 108941 were reviewed. This lot met the required release specifications. A review of the complaints reported as (B)(6) or unconfirmed (B)(6) related to lot number 108941 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims. The results obtained may possibly be related to the patient samples. The samples may have contained specific substances which may have affected the results. Please refer to the kit's package insert under the section limitations of the test: "reactive test results should be confirmed by additional testing using other tests." "Specimens from individuals with toxoplasma igg, human anti-mouse antibodies, rheumatoid factor, elevated triglycerides, herpes simplex virus infection, and hospitalized and cancer patients may give false positive test results."

Event description:
A customer reported a (B)(6) antigen (ag) result on serum sample with the alere determine hiv-1/2 ag/ab combo test, lot # 108941. Repeat testing was performed on the same day with a plasma sample on lot # 108941, yielding (B)(6) ag results. Additional repeat testing was performed on the same day with the original serum sample on alere determine hiv-1/2 ag/ab combo lot #110100, yielding (B)(6) results. Confirmation testing with an hiv eia test was (B)(6). The patient was reported as a non-pregnant female. The patient did not receive art based on the alere determine hiv-1/2 ag/ab combo test results. Conflicting results obtained with the same sample on two (2) different lots of alere determine hiv-1/2 ag/ab combo suggest a malfunction has occurred in one of the lots as the results would be expected to be the same.